Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Customer reported experiencing a skin reaction after 2 days of wearing the adc freestyle libre sensor. Customer reported experiencing itching and redness at the sensor site and had contact with a healthcare provider who prescribed "cortison-unstion", advantan (corticosteroid) cream, and infectopyodern (mupirocin) antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing a skin reaction after 2 days of wearing the adc freestyle libre sensor. Customer reported reported experiencing itching and redness at the sensor site and had contact with a healthcare provider who prescribed "cortison-unstion", advantan (corticosteroid) cream, and infectopyodern (mupirocin) antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the reported serial number was deemed invalid. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history records) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Tripped trend review was completed for the reported complaint and libre sensors and determined there were no trips observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.